Event description:
The customer returned the device for evaluation of the damage to the device teflon pad during an unknown procedure. An unknown damage error message accompanied the damage to the teflon pad. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, the teflon pad was found to be heavily worn and degraded. This medwatch is being submitted for the reportable issue of heavily worn and degraded teflon pad as observed during device inspection. The surgeon performing the procedure is not a regular user of the device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, it was observed that the tissue pad of the device was heavily worn. Upon testing in probe check mode, when using esg-400, usg-400, td-tb400, a u509 ultrasonic level error message was displayed for the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: since seal & cut output was performed without gripping anything (including after the tissue was cut), the probe came into contact with the tissue pad and the tissue pad was severely worn. As the tissue pad was worn out, the probe came into contact with the non-insulated part of the grip. Scratches occurred because the output was performed while the non-insulated part of the grip was in contact with the probe. Cracks occurred starting from scratches due to the load applied to the probe due to the seal and cut output and the load that grips the tissue. Also, a probe breakage error (error code: u504) occurred. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Please see the update in h4.

Event description:
Addendum jul 28, 2022: procedure was therapeutic laparoscopic hepatectomy. Event occurred in the middle of the procedure. The function mode and settings at the time of the event were seal and cut level 2, and seal level 1. There was no delay in the completion of the procedure. The patient did not need to be given additional anesthesia. The device was inspected prior to use with a probe check. No anomalies were observed.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections:the devices used in conjunction with this device are not known.